Manufacturer narrative:
Voluntary medwatch report received: mw5159941.

Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead were explanted due to infection. No patient consequences was reported.